Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds. The field representative advised a lead revision is expected to resolve this issue. Additional information was requested but no additional information could be provided. Due diligence has been completed. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).